Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
The bme (biomedical engineer) identified during preventive maintenance there was a reported led key indicator is not working. The bme confirmed the reported failure. The bme replaced the power switch overlay and the preexisting failure has gone away. The unit has returned to service mode. The unit was not in use at the time of the reported error.